Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on 07/04/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 7/20/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a loss of connection. A root cause was determined to be a defective transmitter.